Event description:
It was reported that there was oversensing seen on the lead. The lead was replaced per a competitor report. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.